Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Pt involvement is unk. The puritan bennett customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing.